Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
This child was receiving parenteral intravenous nutrition through a PICC tubing, and while connecting the tubing with a septum needleless injection cap, it was found that the septum of the cap was unable to spring back.